Event description:
It was reported that shaft break occurred. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected and advanced to dilate the lesion. Upon advancing, the physician noticed that the shaft of the device was broken. The balloon was never inflated. The device was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).